Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported behalf of the customer who had issues with 2 of the adc devices and noted: "one sensor probe did not insert and fell off and 2nd sensor did not stick to arm and fell off". There was no report of an adverse event or third-party treatment provided for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. 1 additional sensor was reported (serial numbers unknown) and all sensors have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.